Event description:
The customer reported that the pump reset one of its microprocessors during a routine system check to ensure performance. There was no adverse impact on the customer¿s blood glucose level. Technical support informed the customer about the pump's safety feature and necessary steps to take after a reset, such as manually restarting dexcom cgm sessions and reloading cartridges. The customer understood the information provided and successfully resumed insulin use without further issues.